Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular short interval count v-sic=6.5 counts avg/day, in 84.07 days, between (B)(4)-2010 14:20:02 and (B)(4)-2011 16:06:52.

Event description:
It was reported that the right ventricular lead is chronically oversensing a few intervals each day. The number of intervals does not meet the detection criteria for a non-sustained tachy (nst) episode and no nst episodes have been detected in the past year. The lead remains in use. No patient complications were reported as result of this event.